Manufacturer narrative:
Date of event is estimated. Unique device identifier number is unknown because the lot number was not provided. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient lost stimulation. The ipg was deemed inoperable. As a result, surgical intervention was undertaken on (B)(6) 2020 wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.